Event description:
It was reported that the zimmer dermatome blade is producing a bad cut. It was reported that a new graft had to be utilized. No further details are available regarding the outcome of the pt.

Manufacturer narrative:
The zimmer dermatome blade was returned for eval and it was determined that the blade met specs. The dermatome unit was not returned for eval, thus precluding further analysis. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.